Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the central post reamer is cracked. No broken pieces fell into the patient and the surgery was completed successfully. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.